Event description:
The facility reported an infuso.r. Pump that "has to be calibrated." The customer had bard pump with no serial number. Process step for this event is unknown. However, it is known to have occurred in the "anesthesia" department. There was no patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "has to be calibrated" was confirmed during device evaluation. The cause of the problem was pinched & exposed wires on j2 motor harness as well as the j4 being disconnected. No repairs have been performed as the referenced device has been removed from service. A device history record review was unable to be performed being that the serial number was unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.